Event description:
It was reported that during a pacemaker interrogation the subject programmer rebooted intermittently. An investigation is required.

Event description:
It was reported that during a pacemaker interrogation the subject programmer rebooted intermittently. An investigation is required.